Event description:
It was reported that noted artifact was being sensed by the implantable cardiac monitor (icm.) Reprogramming of device sensitivity was recommended. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).